Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician felt like the stent was not in its normal place on the delivery system and it was moved forward a little bit. After the first flange was deployed, it could not be visualized under eus. The physician deployed the second flange, and the stent ended up fully deployed in an unintended location. The stent was removed from the patient using rat tooth forceps. The physician attempted to deploy a second hot axios stent, but the same issue occurred. The second stent was removed from the patient using rat tooth forceps. A metal biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.